Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the stent was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported.